Event description:
A customer contacted beckman coulter (bec) reporting one (1) erroneously low total bilirubin (tbil) patient result of 0.0 mg/dl generated on the unicel dxc 600i synchron access clinical instrument. The erroneous result was not reported out of the laboratory. The sample was re-run on the laboratory's alternate dxc instrument yielding a result of 0.5 mg/dl and was reported out. The patient's demographics are shown in section a of this report (age, date of birth, and gender). Other analytes run with tbil were not in question although some analytes were flagged low. The customer also provided patient data for ten (10) other patient samples for comparison with the tbil analyte being generated on the original dxc 600i instrument and the alternate dxc instrument. The largest difference seen between the two (2) instrument comparison was 0.2 mg/dl, but demonstrated lower results generated on the original dxc 600i instrument in question. Bec makes no claim for instrument to instrument precision; however, bec 2 standard deviation (sd) precision claim for one instrument for the tbil analyte is 0.4 mg/dl. The one (1) patient sample reported was considered to be erroneous by the customer. The other ten (10) patient samples were within the assays precision claims and were not considered as erroneous results. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) data for the dxc 600i instrument in question showed results within the laboratory's established ranges at the time of the event. However, the customer indicated that the instrument qc results for the entire month of june were on the lower side of the mean. Qc data on the alternate instrument consistently yielded results within the laboratory's established range. A bec field service engineer (fse) was dispatched to evaluate the questioned instrument. The fse confirmed and noted the poor tbil precision. The fse realigned the mixer speed but did not improve the precision. The fse then checked the photometer eigenvalue length and was above specification of 6.3. The fse found the photometer lamp beam not centered properly to the entrance slit of the monochromator. The fse realigned the beam and adjusted the photometer lamp voltage. The fse also performed lamp calibration and recalibrated all cartridge chemistry (cc) side assays and ran qc which passed. The fse then re-ran tbil precision test and passed. No other service calls noted to date since this event. Failure mode according to the fse is the photometer lamp beam not properly centered to the monochromator. This photometer is common to all cc side assays.